Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having issues with their device. It recharged but still did not work and it was getting so bad that it was making them nauseous. Other relevant medical history includes multiple back operations, other, and post-laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.